Event description:
During dual chamber pacemaker insertion in (B)(6) lab, introducer sheath used to introduce pacemaker lead was defective. Dilator shaft became detached from dilator cap when attempting to remove dilator and j wire used to obtain subclavian vein access for pacemaker lead insertion. Shaft of dilator and j wire were able to be removed without incident. Supply chain management notified and plan to contact manufacturer of product. Product made by 'pressure products' 6fr safesheathii, reference number (B)(4), lot number: dp12097, FDA safety report ID # (B)(4).